Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v350509, implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient¿s device wasn¿t working ¿for a good year¿ and it was also reported that it had been a couple of years. It was noted that only one lead was working. The reporter stated that the patient had the device off, had it on, and then a manufacturer representative came in last spring or summer and validated that the patient only had one lead working. It was reported that the patient decided to have the device explanted and the device was removed. It was noted that the patient had ¿immediate relief initially¿ and when she switched doctors they ¿connected the dots¿ that there was only one lead working. It was later reported that the patient had no response to therapy and had the device off most of the time. It was noted that there was difficulty establishing connection with the device despite a placement check and reprogramming. It was reported that the device removal with the lead was confirmed on an x-ray done in the operating room before closure. It was noted that the patient did not require hospitalization and there was no injury to the patient.